Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was to be used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time prior to patient use, the male adapter of a secondary tubing set connected to a needleless valve connector was connected to the clave secondary port on the cassette of the tubing set for a piggyback delivery of an unspecified concentration of bleomycin. At this time, the nurse back backprimed solution from the primary line into the secondary tubing set; however, there was no flow of solution. It was reported that the pump alarmed for an unspecified occlusion. It was reported that the needleless valve connector was disconnected from the clave secondary port. At this time it was noted the silicone sleeve of the clave secondary port remained in the depressed positon. The tubing sets and the needleless valve connector were replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the silicone sleeve of the clave second port in the depressed position. The probable cause of the silicone sleeve of the clave port remaining in the depressed position could have been due to the poppet of the spiros connector was welded to the body of the spiros connector during the manufacturing of the spiros connector. The welded poppet could damage the internal spike of the clave port resulting in the silicone sleeve remaining in the depressed position. This report represents all the information known by the reporter upon query by hospira personnel.